Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a big blister on his back that had turned into sepsis. The patient was admitted to the hospital and a doctor instructed the patient to end use of the lifevest on (B)(6) 2019 due to the skin condition. The patient continued use of the device until (B)(6) 2019 and later passed away on (B)(6) 2019 reportedly due to cardiac related reasons. There were no allegations that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Per FDA request received via email on 06/14/2019, submitting MDR supplement to make correction to the event date.

Event description:
A us distributor reported that the patient had developed a big blister on his back that had turned into sepsis. The patient was admitted to the hospital and a doctor instructed the patient to end use of the lifevest on (B)(6) 2019 due to the skin condition. The patient continued use of the device until (B)(6) 2019 and later passed away on (B)(6) 2019 reportedly due to cardiac related reasons. There were no allegations that the lifevest caused or contributed to the patient's death.